Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, successfully resolving the issue. The caller was instructed to continue using the pump and to call back if the malfunction recurs, which they acknowledged and understood.